Event description:
Additional information received identified the fracture was suspected on the lead. The lead was explanted and replaced with a new model. Reportedly, effective stimulation was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported high impedances were observed on the lead intra-operatively during the elective ipg revision procedure. Troubleshooting was tried to no avail. Surgical intervention may be taken at a later date to address the issue.